Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that prior to the procedure, the right atrial (ra) lead impedance was measuring at 530 ohms. During the procedure, when the pocket was excised, the ra lead was connected to the device, impedance was measuring greater than 3000 ohms. Attempts were made to reconnect the lead to the device but had the same results. When the device was moved slightly, the ra lead came out of the pocket and appeared to have a cut or a fracture. This ra lead was capped and a new ra lead was implanted successfully. No additional adverse patient effects were reported.